Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. Patient mentioned the spinal cord stimulator doesn't fully help and they still has pain in their lower back and legs. When asked for event date, patient mentioned the issue began since day one. Patient noted that their settings are low and they had the representative help them because it was running down so quickly so the representative set it to like in the 1s which is like low. Patient confirmed that the therapy is helping, but it's not doing what their other one used to do. The patient was redirected to their healthcare provider to further address the issue.